Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the cuff. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the cuff. All components were removed and replaced. There were no patient complications.